Manufacturer narrative:
Investigation outcome: it was reported that the device alarmed for multiple failures and failed the self test. The issue disappeared and after several operating hours the issue appeared again. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. The issue intermittently disappears indicating possible loose connection between device electronics. The most causes are a possible loose connection, defective driver board or a defective control board. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Manufacturer narrative:
Hamilton medical ag ref. (B)(4).

Event description:
The following was reported by local distributor to hamilton medical ag: "the machine alarmed with multiple errors te;246005,232035,232008,233006,233003,233004,233001,285002, buzzer defective and self-test failure. This condition disappears and within several running hours it reoccurs.". It was reported that patient was not involved.